Manufacturer narrative:
Findings: pump received with broken reservoir tube lip, missing reservoir tube o-ring and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had damage. Customer's blood glucose at time of incident was 125 mg/dl. The customer stated the reservoir lip is cracked and missing pieces on the reservoir compartment. The customer stated that the damage occurred during removal of a reservoir. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced.